Manufacturer narrative:
The maude event report did not include any contact information for the patient; therefore no attempts for additional information can be made at this time. Based on the limited information that has been provided to date, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Should additional information be provided, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions for use as a possible complication. Additionally, the warning section states, "to prevent recurrences when repairing hernias, it is recommended that the prosthesis be large enough to extend to at least 3 to 5 cm beyond the margins of the defect." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remians implanted.

Event description:
The following was reported via maude event report (mw5071859): "had hernia repair. They used ventralight st mesh with echo ps positioning system. The mesh was faulty, as I now have another hernia in same place, with constant discomfort. When it rips I get terrible pain. I have been told by dr's that they will not operate on it again until it becomes life threatening. This mesh has caused so much pain and discomfort."